Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the device was stalling. Another like device was used. There were no adverse consequences.

Manufacturer narrative:
Conclusion: the trigger of the device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended.

Manufacturer narrative:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2012. During the procedure, the device was stalling. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.this is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-05592, medwatch 2210968-2012-05593, medwatch 2210968-2012-05594 and medwatch 2210968-2012-05596. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.